Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse was reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 560 mg/dl at the time of incident and the current blood glucose level was 290 mg/dl and customer treated with insulin pump. The customer was assisted with troubleshooting for high blood glucose. Customer reports the following symptoms related to their high blood glucose such as they did not feel good and thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer does not allege insulin pump was under delivering. Customer states they perform high pressure test and it passed. The device will not be returned for analysis.